Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be an unintended use error. In consequence the complete tubing system has been cleaned, sterilized and vented. The pressure sensor assembly and rinse flow assembly have been replaced. There was no patient or user harm reported.

Event description:
The following was reported to the hamilton medical ag: original complaint: customer complained of flow sensor not being able to calibrate. After talking with the staff there was patient secretions in the flow sensor lines. After a multitude of errors relating to the flow sensor the customer got an external flow sensor error. They believed some of the fluid entered the psa after the vent was turned off.

Event description:
The following was reported to the hamilton medical ag. Original complaint: customer complained of flow sensor not being able to calibrate. After talking with the staff there was patient secretions in the flow sensor lines. After a multitude of errors relating to the flow sensor the customer got an external flow sensor error. They believed some of the fluid entered the psa after the vent was turned off.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: no patient harm reported. Intervention was necessary. Investigation is ongoing.